Event description:
I received a replacement CPAP dream station 2 machine under the now two year old recall for the respironics dream station campaign. After preparing the unit for use by cleaning it with vinegar and then soap and water, I used it for my therapy. After about 2 hours of sleep I woke up with a deep and irritating cough at the base of my throat, like I was getting a bad cold. I thought that is what was happening. I did this for two nights and had the cough and no sleep for two days. The cough persisted during my waking hours. After going back to my old machine , the cough disappeared immediately and stopped completely. Thinking this was a coincidence, I used the machine again and the same thing happened. Deep cough which disappeared after discontinuing the new machine use and using my old machine. I will be sending this machine back. While I don't understand what is happening here, I don't need to do research for phillips. And I think they owe me a new machine. (Replacement unit dream station 2 auto CPAP advanced s/n (B)(4).